Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Event description:
It was reported that during testing conducted at the manufacturer facility the device safety switch was stuck, creating the potential for unintended activation if the device is stuck in a position other than "safe." No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The safety bar was stuck in one position due to corrosion. The device was repaired and returned to the customer.

Event description:
It was reported that during testing conducted at the manufacturer facility, the device safety switch was stuck, creating the potential for unintended activation if the device is stuck in a position other than "safe." No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.